Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent damage occurred. The target lesion was located in a unknown vessel. A 3.00 x 16mm promus element stent delivery system was selected to treat the lesion. The target lesion was pre-dilated by 3 different sized unspecified balloon catheters and tried to deploy the complaint device but would not deploy. The physician then took the stent out and buddy wired the vessel. However, the stent was scuffed. The procedure was completed with another of the same device no patient complications were reported and the patient's status was stable.